Event description:
It was reported to philips that the system not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting the fse found the fan tray arcing on the board. Fse has replaced the fan tray and then found a blown fuse on the ups module. To resolve the issue, fse replaced the fuse on the ups module. Upon replacing the fan tray and fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.